Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center found that the inner circuit board had a failure. The device was manufactured over 4 years and 8 months ago. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to an accidental malfunction of the inner circuit board. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that the device's power was turned off automatically and the endoscopic image became black. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event.